Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery of the patient's anatomy was provided and review of the imagery identified the presence of calcification, a horizontal aorta, and moderate elliptical landing-zone geometries. The complaint for the inflation anomaly was confirmed based on the provided imagery. The patient screening manual provides guidance on proper assessment of the native aortic valve anatomy (e.g., valve type, annulus size, calcium distribution, etc.) And on determining patient suitability for the tavr procedure. An oval annulus and lvot can create uneven resistance and potentially lead to uneven inflation. Patient anatomical factors, such as calcification and angulation of the aorta can constrain the delivery system balloon during deployment and may also contribute to difficulty inflating the balloon. Additionally, navigating through tortuous anatomy may result in temporary kinking or twisting of the delivery system, which can impede the fluid pathway and lead to inflation difficulty. Investigation results did not conclusively identify the root cause. Imagery of the patient's anatomy revealed the presence of calcification, a horizontal aorta, and moderate elliptical landing-zone geometries. The reported event may be related to patient anatomy such as annulus shape, valve morphology, and calcium distribution interacting with balloon deployment. Additionally, the asymmetrical deployment is similar to the constrained inflation associated with the separation of the esheath distal tip. However, there was no reported damage to the sheath or difficulty advancing the delivery system through the sheath, and the sheath was not returned for evaluation. At this time, there is insufficient evidence to confirm this event is related to a sheath distal tip separation. Without the device being returned, further investigation could not be performed. Based on the available information, the root cause remains indeterminable. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure to implant a 29 mm sapien 3 ultra resilia, abnormal valve deployment was observed. There was no resistance inserting the commander delivery system through the esheath+. During expansion of the delivery system balloon, initially the distal and proximal ends of the balloon inflated symmetrically. Then, only the proximal end of the balloon expanded, and once nearly fully expanded, the distal end of the balloon expanded. The valve was successfully fully deployed in the intended location. The approximate inflation/deflation time was roughly 13 seconds. The patient did not experience any adverse events. There were no difficulties withdrawing the delivery system or esheath and there was no damage noted to the devices. Anatomical reasons for this type of balloon inflation could not be determined.